Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that cuvette washer a probe travel was not locked on the dimension vista 500 instrument. While troubleshooting this matter, the customer communicated that an operator was splashed with bleach. The operator reset the instrument. With siemens remote assistance, the operator located cuvette wash blocks a and aa, removed and cleaned cuvette washer a probe, and cleaned bushing. The operator found a green contaminate in the tubing, cleaned the tubing with a cotton tipped applicator and water, flushed cuvette washer probe with bleach and water, and ran check 1 on cuvette washer, which passed. Lastly, the operator reset the instrument. The operator was not wearing adequate personal protective equipment, such as a face shield and googles, while addressing the tubing contamination. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that cuvette washer a probe travel was not locked on the dimension vista 500 instrument. While troubleshooting this matter, the customer observed a green contaminate in the tubing. In attempt to bleach the tubing, an operator was splashed with bleach. The operator wiped her face, rinsed her eyes and visited emergency room, where they followed the needle exposure protocol. The operator was tested for human immunodeficiency virus (hiv), which recovered negative. No treatment was required. There are no known reports of adverse health consequences due to this event.